Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient developed an infection at the extension site above the right ear. The patient was put on 10 days of bactrim to address the issue.